Event description:
It was reported that during daily checks, the cardiosave intra-aortic balloon pump (iabp) unit is leaking helium. Having installed a helium tank and immediately emptying completely in seconds. Customer took a tank from another unit and it was draining that one as well. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) evaluated the unit and tried a full helium tank on unit, immediately identifying helium gauge on hospital cart going from full (green) to empty (red). Console back case slightly pushed in, right above check valve of fill manifold. O ring worn, as well. Fse identified nothing unusual in the logs, attached for reference. Identified no audible leaks on hospital cart helium regulator. Traced helium lines on hospital cart without identifying kinks or leakage points. Unit passes x5 leak test, with console out of the cart, only leaking 1 psi in 20 minutes. When console connected to the cart, however, helium completely leaks out. Narrowed down issue to suspect fill manifold. Replaced suspect helium manifold. Post replacing suspect fill manifold, successfully identified unit holding helium when connected to the hospital cart.explained extent of repairs completed. Unit calibrated and passed all functional and safety tests per factory specifications. Service completed. Fill manifold will be sent in for evaluation. The failure analysis and testing department received fill manifold assy with a reported unit failure of fill manifold assembly leaking helium. The fat department performed a visual inspection of the part received and found that the part is in good condition. The fat department installed fill manifold assy in the cardiosave test fixture and tested to factory specifications. The failure analysis and testing department couldn¿t verify the failure of fill manifold assembly leaking helium. Retaining the fill manifold assembly in the fat department per procedure 0002-07-008 rev ar. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.